Event description:
Physician set out to treat a distal m1 occlusion where the anatomy was very tortuous with a loop in the ica just distal to the carotid bifurcation. Physician advanced 054 catheter over a psc032 and a fathom 16 wire, all through the lumen of a 6f shuttle sheath (90cm). Physician noted he had to push and pull a little (not more than what he expected) to get the 054 catheter to track around the loop and it tracked all the way to the distal m1 occlusion. He pulled out the psc032 and fathom wire, with no resistance. Then he tried to pass a pss054 around the ica loop and it would not pass. After a several attempts he pulled out pss054 and tried to pass a synchro 14 wire around the loop, again without success. He decided to pull out the psc054 and noticed that the catheter had a 1cm flattening at the transition zone, which is exactly where the loop was in the ica. He then tracked the psc032 back to the clot to try and aspirate, but only made minimal progress. Then tried a microcatheter and some lytic therapy, again with little success and he decided to abandon the case.

Manufacturer narrative:
Technical evaluation: there was an ovalization between 6.8 and 8.0 cm from the distal tip and a completely flattened spot between 15.6 and 16.7 cm. There is a single axis bend 16.8 cm from the distal tip. Conclusion: the incident is confirmed as reported. The curvature of the ica loop appears to have been too tight for the psc054 to support on its own. Initial placement with the psc032 coaxially supporting the psc054 was successful however, the lumen collapsed when the extra support from the psc032 was withdrawn. As per FDA guidance on (B)(4) 2009, catheter kinks are reportable incidents.